Event description:
It was reported that following a routine follow-up, the patient became presyncopal. The patient was seen at home and device reprogramming was performed. The patient was later seen in clinic where intermittent loss of capture was observed on the right ventricular lead during testing. Varying impedance values were also noted. Device reprogramming was performed. On (B)(6) 2015, the lead was capped and replaced. During the procedure, an insulation breach was observed. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.